Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). (B)(6).

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Analysis of the implantable neurostimulator (ins) found the ins functionally ok, insignificant anomalies.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that blood was found in the header block of the implantable neurostimulator (ins) during the procedure on (B)(6) 2014 after putting the device in the pocket very quickly. It was noted that it could not be removed. The device was not implanted. No diagnostic testing or troubleshooting was required. The product issue was resolved and the cause of the issue was not determined. The patient was alive with no injury. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.